Event description:
An optometrist reported delayed healing 3 months after bilateral (prk) photorefractive keratectomy. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).